Manufacturer narrative:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. Additionally, the delivery shaft has two (2) kinked/bent sections, located approximately 4.0 cm and 5.0 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft. Measurements of the od and ID were taken near the kinked/bent sections of the delivery shaft. The results of the dimensional analysis were found to be within specification for both the ID and od. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. A review of the manufacturing documentation associated with lot 18318839 presented no issues during the manufacturing process that can be related to the reported event. The complaint reported by the customer as ¿deployment lever (button)-frozen locked¿ was not confirmed due to the unit being received fully deployed with the deployment lever (button) fully depressed, which indicates that the functionality of the unit was adequate. The indicator window reached the three indicator windows stages, and the plug was properly deployed. The condition of the device received does not match the event reported. The internal components were reviewed, and no anomalies were noted. The delivery shaft showed two kinked/bent sections. Dimensional analysis was conducted to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, and the results were found to be within specification. The cause of the reported event could not be determined. It is possible that the kink/bend in the delivery shaft led to difficulties with deployment. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No actions will be taken.

Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.